Manufacturer narrative:
No end user information provided. Initially, the dealer stated the joystick flashes and does not turn off. This was an out of box issue, and the dealer was testing the joystick before placing it on a chair. The malfunction was readily detectable by the dealer and there was no end user involvement. The dealer then called back and stated that when the joystick was placed on a chair, it said goodbye and shut down. The "goodbye" displayed on the screen will not allow the chair to drive and therefore the chair cannot be used. The device was then returned for evaluation. The complaint was not confirmed for saying goodbye and shutting off, but it was confirmed for not shutting off, which is a reportable event due to the potential for unintended movement. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the joystick display flashes and does not turn off. The dealer stated that the joystick, when placed on the chair stated goodbye and shut down.